Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that premature battery depletion was questioned for this implantable pacemaker. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibited behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. The battery was still able to support full device function in the event that therapy would have been needed.

Event description:
This report is being filed to provide product investigation results.